Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the patient experienced a minor skin burn at the port site where a monopolar curved scissor (mcs) instrument was installed. The following information is unknown: the cause of the burn injury, the severity of the complication, and what medical intervention (if any) was administered due to the minor burn injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive any products that were used during this reported event; therefore, failure analysis investigations could not be performed. Instrument and system log reviews could not be performed due to insufficient event date and product information.